Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified during visual inspection. The device was found out of specification in relation to the reported pump displays a white screen when uploading the drug library, which was reproduced during evaluation. The cause was determined to be a failing processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed a white scree when uploading the drug library. The event happened during out of box failure at the biomed service. There was no patient involvement. No additional information is available.